Event description:
It was reported that the patient was experiencing phrenic nerve stimulation when being lv paced at higher outputs. The left ventricular (lv) lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2012; implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.